Event description:
It was reported that before using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was poor injection molding of tube cap with burrs. This occurred in 5,000 devices.

Manufacturer narrative:
Investigation summary: bd received 9 samples for investigation. Evaluation of the samples confirmed the presence of gate stub on the shield. There is a piece of plastic protruding from the gate on the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: flash/gate stub. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: gim. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was poor injection molding of tube cap with burrs. This occurred in 5,000 devices.